Event description:
Cadd plus pump cassette changed 11/17/99 at 10:30am. Pump programme: res vol 290, ml 140, period 2.00, cycle 12 degree, kvo 0.2 cc and delay "soone 00.00" cci and pump in on mode, when visiting nurse left pt's home. Visiting nurse reviewed telephne call from pt 11/18 and stated pump not working. Visiting nurse observed pump programme unchanged; pump in on mode. Pt stated pump did not alarm.